Event description:
The customer is questioning the low potassium calibration slope and the out of range low quality control for potassium when using the clinical chemistry serum ict calibrator, lot # 0505017. This issue occurred on the architect c8000. The issue did not resolve with performing the bleaching procedure. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.